Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed motor error during rewind. Customer's blood glucose level was not reported. Some motor error alarms were in the alarm history. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to motor error alarm. Insulin pump had minor scratched display window.